Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID was not provided by reporter. Patient¿s birthday or exact age at the time of event was not provided by reporter. Patient¿s year of birth was reported as 1971. Patient weight was not provided by reporter. Event date: unknown. Additional device product code is hwc. (B)(4). Subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Device explant surgery due to post-operative infection. Device history record reviews were performed for both the sterilization and the manufacture of the subject device lot. The reviews showed that there were no issues during the sterilization or manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient developed a severe postoperative infection of the soft tissues surrounding the one-third tubular plate and six associated screws implanted at the malleolus. The patient underwent revision surgery on (B)(6) 2015 and the plate and screws were removed. The devices were originally implanted on (B)(6) 2015. The patient is now reportedly ¿ok.¿ this report is 1 of 7 for (B)(4).